Event description:
A customer reported issues with the cartridge not clicking fully into place. There was no adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.